Event description:
Dealer stated "the solara 3 g has tilt and recline. The recline is impossible to engage, it is so tight." After talking to tech services, we are replacing the recline cylinders. The stroller handles had to be replaced on this chair, they just broke off.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model solara 3g, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1154295 (rev. C) dec-10 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age is (B)(4). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.